Event description:
Device 2 of 3. Reference manufacturer's report 1627487-2010-04334 and 1627487-2010-04200. The patient received his scs system on (B)(6) 2007. It was reported that the patient had ineffective stimulation, and his pain was worsening either with or without stimulation on. The system was explanted on (B)(6) 2010 and not replaced. The system was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is kinked and fails continuity test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.